Event description:
It was reported that the customer¿s dexcom g6 data were not displaying on the ilet, while readings continued on the dexcom app, and the ilet displayed ¿searching for transmitter¿ until the pump was restarted, after which cgm data appeared and a ¿cgm battery low¿ message was shown. Symptoms included no reported adverse physiological effects. Outcomes included restoration of cgm data display on the ilet after a restart and customer education regarding the low cgm transmitter battery message. Investigation included remote troubleshooting and user guidance to restart the ilet and review cgm status. Investigation of this case revealed a transient communication issue between the ilet and the g6 transmitter that resolved after device restart, with a concurrent low cgm transmitter battery condition. It was concluded, based on previously established findings for similar reports, that the cause was transmitter battery depletion contributing to intermittent connectivity, resolved by standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.